Event description:
It was reported that the patient monitoring device was experiencing difficulty obtaining a consistent oxygen saturation reading, with an inconsistent plethysmography waveform and a low saturation value of 89% while using a forehead sensor connected to the bedside module. Upon assessment, the headband securing the sensor was found to be incorrectly positioned. Troubleshooting steps included repositioning the forehead sensor, which produced slight but inconsistent improvement in the waveform. An alternative adhesive sensor was then applied and tested on both the bedside module and the monitor¿s alternative port; however, only a dampened waveform was observed and no saturation value displayed. The original forehead sensor was subsequently connected to the alternative port, resulting in immediate improvement with a stable plethysmography waveform and a saturation reading of 94%. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.